Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The old 4.5 cm aus system was replaced with a 4.0 cm aus. No patient complications were reported in relation to this event.